Event description:
Caller alleged discrepant precision results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 1.3, re-test: 2.9. Re-test was done within 5 minutes. Pt self tester's wife does the testing on her husband.

Manufacturer narrative:
Investigation pending.